Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the right atrial (ra) lead exhibited high capture threshold and low impedance measurements. The ra lead was removed and replaced in a schedule explant procedure. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of high capture threshold and low lead impedance were not confirmed. The lead was returned in two pieces with the helix found retracted and clogged with bodily fluid and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to the condition of the lead as received. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.